Manufacturer narrative:
A review of the lot history record (lhr) was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for evaluation; however, based on the information provided and the investigation performed, the root cause of the reported hematoma is unknown. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Date of event is unknown. The lot number was not provided, therefore, the expiration date and device manufacture date are unknown. Device: other for no allegation of device malfunction or non-conformance.

Event description:
A female patient with no co-morbidities underwent an interventional coronary procedure in 2009, (exact date unknown). Peri-procedural angiomax was administered to the patient. A 6f sheath (manufacturer unknown) was inserted into the common femoral artery after a single wall stick. At the end of the interventional procedure, the physician, trained to the mynx, proceeded to use the mynx for femoral artery closure and appeared to have achieved hemostasis. Two hours post mynx development, the patient developed a "large" hematoma above the access site, bleeding into the rectus muscle, and requiring a blood transfusion. The transfusion resolved the issue and the patient is reportedly "fine". No further information could be obtained.